Manufacturer narrative:
Unit received with critical pump error and pump error 35 confirmed in history file due to moisture damage to force sensor. Unit received with corroded motor home switch.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer had critical pump error on the insulin pump. The customer¿s blood glucose level was 98 mg/dl. It was reported that there were no other alarm follow by the critical pump error. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.